Event description:
Convatec sales representative reported one fecal management system kit leaked at cuff as water being instilled to port. No additional reporter information available.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction since a leak in the cuff may lead to an increase in leakage of fecal material. This may expose the patient to the risk of wound contamination/infection. Although the risk of wound contamination by fecal matter is greatly reduced with the use of the fecal management system device when compared with other methods, the possibility cannot be completely rule out. The "precautions and observations" section of the product insert instructs the end users to provide for skin care and interventions as some "leakage of stool around the device" is to be expected. Thus, the standard clinical practice is to cover wounds with barrier dressings to facilitate healing and reduce the risk of potential fecal contamination. No additional patient/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing sites are listed below. No additional patient/event details have been provided. (B)(4).